Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Reviewed error logs and noticed that when the umbilical was connected the battery level was already low. Unsure on how long the ias was on before the umbilical was connected but I noticed a 20 minute span of no ias logs being reported to the mvs when the mvs was booted. Replaced all 8 motion batteries and checked all three charger board voltage levels. Performed a system check. The batteries have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system displayed a critical battery error. It was reported that this occurred when the user was driving the system between rooms. It was also reported that when this error displayed, the user was still able to plug the system into outlet power and take a successful spin. When the system was unplugged again to continue driving, it shut down completely. The system was plugged back in again, and it functioned normally. There was no patient present when this issue was identified.